Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states a burning smell came from behind the instrument when it was in an idle state. The field service representative (fsr) determined the power supply had more than one component charred. The fsr replaced the main power supply of alinity I to resolve the issue. Control run passed. No impact to patient management was reported. No injuries to the users were reported.

Manufacturer narrative:
Service determined the main power supply, processing module (part number a-30103383-01) the likely cause for burning odor. The main power supply, processing module (part number a-30103383-03) was installed to replace the part number a-30103383-01. Installation of the main power supply, processing module (part number a-30103383-03) resolved the issue. Return testing was not completed as returns were not available. A review of the alinity I processing module, serial number (B)(6) service history, revealed no additional issues of smoke from a part reported on the (B)(6). A review of tracking and trending did not find any related trends of the main power supply, processing module or the alinity I processing module with regards to the complaint issue. The device history record was reviewed and identified no non-conformances or deviations associated with the complaint issue. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn odor and charring/burn observed, was limited to main power supply, processing module; the burn odor and charring/burn did not spread to other parts of the module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the main power supply, processing module and the alinity I processing module, serial number (B)(6).

Event description:
The customer states a burning smell came from behind the instrument when it was in an idle state. The field service representative (fsr) determined the power supply had more than one component charred. The fsr replaced the main power supply of alinity I to resolve the issue. Control run passed. No impact to patient management was reported. No injuries to the users were reported.